Manufacturer narrative:
Device evaluation summary: kinks were evident on the hypotube, tactile testing confirmed kinks. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion in the circumflex (cx) artery. The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass though a previously deployed stent. It was reported that an attempt was made to cross with the resolute integrity stent but failed. On removal, significant damage was observed to one of the struts of the device. The procedure was complete using another device. The patient is alive with no injury.